Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has been without stimulation due to being unable to locate the ipg with the charger. A replacement ipg was sent to the patient but was unsuccessful. As a result, the patient will undergo surgical intervention.